Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a minicap transfer set was observed separated. Furthermore, the sets were "unscrewing" between the dark blue connector (dark blue female connector) and the light blue main body. The event occurred after peritoneal dialysis therapy was completed and the user was attempting to disconnect the patient line from the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event was clarified that "when trying to unscrew the patient line the patient's were unable to do so without the transfer set coming apart and were advised to clamp the patient line and cut it with scissors then come in to the clinic to change the transfer set". It was further stated, it was the "dark blue connector that was unscrewing from the light blue body". The patients had been advised to begin using soap/water instead of alcavis, prior to mid-january they were using alcavis. The transfer set was connected "the first week of february 2022", h10: the device was received for evaluation with the dark blue female connector attached to a white luer adapter. During visual inspection via naked eye and magnification, the female connector was observed separated from the light blue main body. The white adapter was hand removed from the female connector and no issues were noted. The reported condition was verified. The cause of the condition was determined to be due to inadequate solvent to the main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.